Manufacturer narrative:
Received one (1) used. List #140019291, primary plum set for inspection. As received, no stickdowns were observed. No visual defects or anomalies noted. The set was attached to an ICU medical provided intravenous (IV) bag, primed per packaging directions, and an infusion test was performed using an ICU plum pump. The set generated an occlusion alarm. The set was leak tested, and leakage was observed. The set was disassembled, and a bent spike and torn seal were observed. The reported complaint of stickdown and occlusion alarm can be confirmed. The probable cause of the bent spike and torn seal is due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
During the device evaluation, a primary plum set was found to have a bent spike and a torn seal. The set was leak tested, and leakage was observed. The set was disassembled, and a bent spike and torn seal were observed.